Manufacturer narrative:
A ge service representative performed an onsite investigation. The ac power cable and plug assembly was evaluated and repaired. The system was tested and found to be working as intended and returned to service. An investigation discovered that the supplier of the workstation power cable assembled the power cable incorrectly. Ge healthcare surgery initiated an action in the field to inspect affected units and apply corrections as necessary. This action was reported to the FDA under correction number z-0974-2017 (gehc surgery report number 1720753-12/20/2016-002-c) on december 20, 2016.

Event description:
The customer reported that the system was shutting down without command of the operator and required a reboot in an attempt to regain system functionality. There is no report of a patient injury or death associated with this event.